Event description:
This pump was a nightmare, I took it off and stopped using it, the lid to the battery broke off and the ring came loose. I'm no longer wearing it, although I called, medtronic is still sending me supplies. My prescription ran out, they called me, I told them I no longer wear the minimed to not send me anything else. They continue to do so I was not safe with product as it was giving me low blood sugar and highs. FDA safety report ID # (B)(4).